Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a stroke. The customer's blood glucose level was 198 mg/dl. The customer's sister stated that they wanted to change the tubing to the insulin pump but they did not have a serter to do so. The customer was shipped a new serter. The customer's hospitalization was not diabetes related. No further information was provided.